Event description:
It was reported that during npwt for three wound sites one of the dressings was not compressed, and air leak sound was confirmed. However the device did not alarmed the leak. The dressing with the leak problem was exchanged to new one to continue the treatment. There was no patient harm.

Manufacturer narrative:
(B)(4).